Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 would not open. A field service engineer found that the auxiliary cabinet drawer 2.2 was reported as failed by user in the application and was not visible in hardware test application, while drawer 2.1 was functioning normally. Checked the pyxibus module board and found no lights for drawer 2.2. Replaced the pyxibus module board, after which the drawer showed as closed but was still not appearing on the bus. Verified the drawer controller was functional. Replaced the retractor band, and the drawer then appeared correctly in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.